Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery connector of the external pulse generator (epg) was loose. The caller was sent a customer notification letter in regard to the issue. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a loose battery contact. It was indicated that the pause button was out of specification mechanically and that the keypad was contaminated. It was also indicated that the display wires were pinched but insulation was not compromised. It was also indicated that a label was damaged and that the main printed circuit board was out of specification electrically. These parts were replaced and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.